Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, burnt material was observed near the film sealing area on the expansion bladder. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The final products from this manufacturing line, for this reference, are sampled and subjected to visual and functional inspections during the various manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. While we cannot identify a direct issue, it was determined that it likely generated during the film sealing process. The machines undergo routine maintenance and clearly defined cleaning according to procedure. Manufacturing personnel have been notified of this incident to raise awareness of this issue. Complaints received about this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was a black foreign body in protector balloon.